Event description:
Further additional information was received that the shock lead impedance vectors were broken down while performing isometrics, and it was determined that the likely cause was due to the proximal coil.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had fluctuating high out of range pacing impedances on the right atrial (ra) lead greater than 2000 ohms, and one 0 ohms shock impedance value on the right ventricular (rv) lead. Both leads are other manufacturers. Boston scientific technical services (ts) discussed performing an x-ray, vector breakdowns, and see if there was a source of emi. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that isometrics were performed for troubleshooting, and were able to reproduce one 0 ohm shock impedance on the rv lead. An x-ray was performed with no findings. The plan was to continue to monitor via remote monitoring. They were considering additional troubleshooting, but nothing had been scheduled thus far.